Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/14/2017 with the following findings: review of the black box data revealed records of unexplained power on reset on the date of the complaint. Call service 088 alarms were noted in the black box recorded on the date of the complaint. On investigation, the pump powered on using the returned battery cap, which was evaluated and found to be within the required specifications. There was no evidence of contamination inside battery compartment. A 24-hour basal program was run with no reboot, loss of power or call service alarms duplicated. An "intermittent power" event was not duplicated during investigation. Unrelated to the original complaint, the display screen was noted to be dim/faded/discolored. Unrelated to the original complaint, the battery compartment was noted to be cracked.